Event description:
The collimator / tubehead assembly of a general electric amx-4 portable x-ray system is attached to an extendible horizontal arm assembly, which attaches to a vertical column. The horizontal arm assembly consists of three concentric rectangular tubes containing guide and locking mechanisms that allow the tubehead to be extended horizontally and locked into position. When in position over a pt, the weight of the x-ray tubehead assembly, collimator and the horizontal arm assembly itself is supported by the attachment of the horizontal arm assembly to the vertical column assembly. The moveable carriage assemble in the vertical column has metal flange that protrudes at its uppermost edge. Four bolt holes in this flange match four threaded holes in the outer tube of the horizontal arm assembly. The two threaded holes on the bottom side of the outer tube of the horizontal arm match two bolts holes of a support bracket that is bolted to carriage assembly. Four 1/4-20 hex head bolts, 0.5 inches long attach the top of the horizontal arm to the flange on the movable carriage portion of the veritcal column and two 1/4-20 hex head bolts, 0.5 inches long attach the bottom of the horizontal arm assembly to the support bracket which is in turn attached to the movable carriage portion of the vertical column by two 1/4-20 hex head bolts, 0.5 inch long. The outer tube of the horizontal arm is made of a non-ferrous metal, perhaps aluminum, and the four thread holes along its top rear edge and two threaded holes along the bottom rear edge are actually threaded inserts that are fitted into non-threaded holes in the metal of the tube itself. Upon removing the horizontal arm assembly to repair the locking mechanism contained within, it was suddenly discovered that the threaded inserts were no longer securely fitted into the metal of the outer tube. Fortunately, there were two men present and the x-ray tubehead assembly and collimator had previously been detached and secured. Neither the imaging engineer nor rptr were injured in the mishap. Also, the horizontal arm was being supported by one person as the other loosened the bolts and its falling from a six foot height was prevented. Due to the potential safety hazard to pts and staff, the amx-4 was not reassembled and will be out of service until a new outer tube can be obtained for the horizontal arm assembly. Since the same conditions found with this amx-4 may exist in other ams-4's and units of similar design, this occurrence may be reportable under smda and the MFR of the unit should be notified.